Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure, and during the procedure it was noted that there was noise on the right ventricular lead. Review of the device revealed that there may have been noise on the lead previously, and the device may have been reprogrammed to address the noise. The patient was in stable condition post-procedure, and would continue to be monitored.